Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of hospitalization for high blood glucose of 500mg/dl. Troubleshooting found that the tubing on the infusion set was bent and the pump did not alarm no delivery. Troubleshooting advised customer on why the high blood glucose may have occurred. The customer was advised to follow up with their doctor regarding the high blood glucose.